Event description:
Facility reports during a tarsometatarsal dislocation procedure, it was discovered the small battery drive was not functioning. It is reported procedure was delayed approximately 2-3 minutes while a spare device was retrieved. Procedure was completed using the spare device with no further problem, no harm to patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-04252. Placeholder.